Event description:
User had two samples from the same pt that gave discrepant tsh, ft4 and ft3 results when compared to other laboratory. Sample 1, initial results were tsh= 20.7 mu per I, ft4 = 12.1 pmol per l and ft3 = 6.0 pmol per l. Repeat results were tsh = 31.0 me per l, ft4= 9.4 pmol per l and ft3 = 1.60 nmol per l. On 01-14-09, sample 2 initial results were tsh = 35.3 mu per I, ft4 = 11.4 pmol per l and ft3 = 7.8 pmol per l. Repeat results were tsh = 52.0 me per l, ft4 = 7.0 pmol per l and ft3 = 1.35 nmol per l. No info was provided to determine if the discrepant results were reported or if the pt was adversely affected.

Manufacturer narrative:
There was insufficient sample volume to perform any investigation for sample 1. For sample 2, the sample was sufficient to test the tsh assay only. An interfering factor was found in the sample that most likely caused the decreased tsh result. If additional info is received, appropriate notification will be provided.